Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient is implanted with a scs system that includes two leads from same lot. It was reported the ipg was unable to be placed into MRI mode due to low impedances. The patient went to surgery on (B)(6) 2017 in an attempt to resolve the issue. The sjm representative was unable to determine which part was giving the low impedances. No devices were explanted/implanted. Therapy was confirmed postoperatively.